Event description:
It was reported by service report that the foot board was broken in two pieces. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: foot board assembly. Conclusion: new foot board assembly and accent panel has been ordered to replace.